Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2020. The customer blood glucose level was 492mg/dl at the time of hospitalization and other value was 598 mg/dl. The customer also stated that insulin pump was not working. The customer was treated with insulin drip and manual shots. The customer stated that the symptoms related to high blood glucose such as nausea and abdominal pain. Customer stated auto mode feature was not active. Customer currently using insulin pump system for high blood glucose event. The device will be returned for analysis.